Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log as downstream occlusion messages. However, the device was found in specification as the customer reported downstream occlusion alarms were not reproduced during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was alarming downstream occlusion. The reported problem occurred during testing at biomed service department. There was no patient involvement. No additional information is available.